Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of abnormal lymphocytes in the differential on one pt sample. The erroneous test results were reported out of the laboratory. The analyzer did flag for anemia and anisocytosis and as a consequence a slide was made in accordance with laboratory protocol. A manual differential was subsequently conducted on the slide and abnormal lymphocyte cells were observed. The number of abnormal lymphocytes and other differential results were not provided on this pt sample. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This MDR is for day 1 of 4. See MDR # 1061932-2011-02526 for day 2 of 4, MDR # 1061932-2011-02527 for day 3 of 4, MDR # 1061932-2011-02528 for day 4 of 4 (analyzer 1 of 2) and MDR # 1061932-2011-02529 for day 4 of 4 (analyzer 2 of 2). Quality control materials were run before this incident and recovered within expected limits. The software algorithm of the lh780 analyzer had its flagging preferences set to [2222], which is the mid level setting for blasts and variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands) and imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormal lymphocyte pattern; however, the instrument software algorithm at mid level settings was not sensitive enough to generate any suspect flags for this pt sample. The field service engineer performed vcs (volume, conductivity and scatter) optimization on the analyzer and verified instrument performance.